Event description:
It was reported that the device generated bubbles on the tubing set and a suspect noise was noticed. The customer tried to solve the issue replacing the tubing set with no results. The procedure was completed using another pump. There were no patient consequences. Additional information was received on (B)(4), the reportability of this event changed from not reportable to malfunction. Awareness date changed from (B)(4) 2011 to (B)(4) 2012.

Manufacturer narrative:
(B)(4). The customer reported that the device generated lots of bubble on the tubing set and in the meanwhile a suspect noise can be heard. The reported issue was resolved by replacing the pressure plate and bump rubber bumper, also the bubble sensors holder position, flow rate calibration and spring arm were adjusted. Also, adjustments, preventive maintenance and full system tests were performed successfully. The device history record for cool flow pump serial number (B)(4) shows that no reprocessing or test fails were noted during the manufacturing cycle related to any of the stated problems. Flow measurement and bubble sensor function are verified by test. The device met all requirements prior to distribution.

Manufacturer narrative:
Investigation is still in progress. A 3500a supplemental will be submitted to the FDA as required when it is completed or if any additional information is provided by the customer. (B)(4).